Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, alarm sound cannot be heard and no alarm for alarm not being active. There was no reported patient involvement.

Manufacturer narrative:
Based on additional information received, the primary audio alarm was still operating. Therefore, this event is not reportable.